Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the physician was unable to cross the graft for left axillary insertion. The physician stated that he looses torque ability on the catheter once inside the graft, so an impella cp has been successfully placed instead. It was further reported that the patient expired and the relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was most likely a steep insertion angle. The recommended angle of insertion is 35-40 degree. This report is being filed as part of a retrospective review of historical records.